Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal lioresal 500 mcg/ml at 50 mcg/day via an implanted pump. The lot number was unknown to the reporter. The IFU (indication for use) was listed as intractable spasticity and multiple sclerosis. Medical history and other medications the patient was taking were not provided. On (B)(6) 2015, the pump alarm was heard and confirmed by telemetry; the critical alarm was due to low battery reset and safe state. The pump logs were checked and the low battery reset and safe state occurred on (B)(6) 2015. The patient experienced a sudden return of spasticity. The patient also experienced underdose symptoms including soreness and spasticity of lower extremities. The pump was programmed to minimum rate infusion mode due to the safe state event. A pump replacement occurred as an action/intervention to resolve the issue. The pump was to be returned. The issue was resolved at the time of this report. The patient status at the time of this report was "alive - no injury." Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a high resistance battery.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was explanted on (B)(6) 2015. The lioresal lot number was ds0092a and the patient was receiving intrathecal lioresal 500 mcg/ml with a daily dose of 104.41 mcg/day. Other mediations the patient was taking at the time of the event included: adderall xr, albuterol, clotrimazole cream, vitamin b-12, tecfidera, fluoxetine, neurontin, glucotrol, hydrodiuril, metformin, pravachol, lyrica, kenalog, vitamin d, fish oil, ambien, norvasc, aspirin, humalog, botox, phenergan, senokot, and viagra. Allergies included all carbamazepin and penicillin and the patient's medical history was multiple sclerosis quadriplegia. The pump logs were provided and the pump was examined on (B)(6) 2015 (last change (B)(6) 2015) and the patient was receiving baclofen 500 mcg/ml in flex mode with a daily dose of 104.41 mcg/day. Per the pump logs examined on (B)(6) 2015, the pump status after update showed no change in the daily dose. The pump logs were also examined on (B)(6) 2015 and indicated the pump was in safe state and reset occurred on (B)(6) 2015. The pump was in minimum rate. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the healthcare provider (hcp) indicating the pump contained lioresal 500 mcg/ml (104.41 mcg/day) with therapy start date of (B)(6) 2015. The lot number was ds0092a. The pump alarm was heard (two tone) on (B)(6) 2015. The patient¿s symptoms were severe spasticity, urinary retention, and headache. Troubleshooting was performed and safe mode was noted.

Event description:
Additional information was received from a health care provider (hcp). The patient had been in baclofen withdrawal due to motor stall. The patient had a history of neurogenic bladder with retention, and it returned when the patient went into withdrawal. The cause of the urinary retention was the patient's neurogenic bladder combined with withdrawal. The retention was resolved with a working pump.